Event description:
The customer claims that the alarm unit powered on. There is no alarm sound when weight is taken off the sensor pad. There was no patient injury reported.

Manufacturer narrative:
(B) (4) alarm, failure to. (B) (4).